Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to t-wave oversensing (twos). It was noted that ventricular fibrillation (vf) was inappropriately detected by the implantable cardioverter defibrillator (ICD), however therapy was not delivered as twos subsided. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic).